Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when going to use a 5f mynx control vascular closure device (vcd), the balloon was popped. There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic procedure. A retrograde approach was used during a left heart catheterization. A 5f non-cordis sheath introducer was used. The femoral artery suitability, including sheath insertion angle, was verified on angiography or venography. The device was used in an arterial vessel. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease or calcium present at the puncture site. Hemostasis was achieved with another mynx device. The mynx vascular closure device (vcd) was prepared according to the instructions for use. The balloon lost pressure while inside the patient. The device is being returned for evaluation.